Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 02-010-01-0250, logic femoral ps cem left sz 5; (B)(6), 02-012-45-5050, lgc tibial fit tray cem sz 5f / 5t; (B)(6), 200-02-35, three peg patella 35mm; (B)(6), 02-012-44-5009, logic tibia implant psc insert, sz 5, 9mm.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2014. They subsequently, underwent left knee revision surgery on (B)(6) 2022, approximately (B)(6) years (B)(6) month post primary procedure. (B)(6) 2022 op report intraoperative findings: extensive soft tissue damage, due to osteolysis. Very large posterior lateral collection of necrotic soft tissue, that was expressed through the capsule. With deep knee flexion ~50ml of creamy gooey type tissue. Grossly loose femoral implants removed easily with minimal bone loss. There was zero cement bonded to the femoral implant. It was removed by hand. Tibial cone needed for moderate bone loss, due to osteolysis. Tibia was not grossly loose, but removed easily. Patellar button was well fixed and stable. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.